Event description:
It was reported that a patient presented with infection noted on the patient's system. Allegation against the system regarding the infection was unknown. The system was explanted on (B)(6) 2026. No information regarding adverse patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.